Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: the battery compartment was observed to be cracked on the left side of the grip pad and below the grip pad. Unrelated to the complaint, the pump cover was cracked between the corner of the lens and case seal. The display was also dim and pink.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a damaged battery compartment. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.